Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The events ¿clogged air channel¿, and ¿clogged nozzle was detected¿ were confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. It was possible that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from both sides of the silver plates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2years since the subject device was manufactured. The event can be detected and prevented in accordance with the following IFU. ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle clogged with a foreign material. In addition to the reportable malfunction, the following were noted: a leak was detected at the scope connector; the insertion tube was buckled; the light guide tube had residue and a dent; the distal end plastic cover had scratches; the bending section cover was stretched; the bending section cover adhesive was cracked. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The automated endoscope reprocessor (aer) used was a medivator passthru. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a blocked air channel. The issue was found during reprocessing. There were no reports of patient harm.